Event description:
It was reported that the patient received a successful shock for ventricular tachycardia (vt) of 165 beats/min on (B)(6) 2026. The rate was below the programmed therapy zone and technical services (ts) discussed that the vt had been double-counted due to the wider qrs complex and larger t-waves of the vt as compared to sinus rhythm. Other options to avoid having the s-ICD treat this type of rhythm were discussed and for the physician to consider. The s-ICD remains in service and no adverse patient effects were reported.